Event description:
On june 15 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that there was some variability in the sg values that was not attributed to a clear root cause. Customer care recommended a sensor-relink to allow the system to clear the calibration history and correct any potential calibration misalignment. The user understood and they were advised to continue using the system and to calibrate as requested post re-link. Per dms review, the user was using the system with up-to-date information.